Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the insulin pump alarmed motor error during prime. Customer's blood glucose was 61 mg/dl. The device was not exposed to a high magnetic field. Customer changed the infusion set and reservoir. Insulin was not cloudy. Alarm persisted. Customer was able to fill the tubing manually. Motor error alarm occurred twice in the past month. Customer does not use the sensor feature. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.